Manufacturer narrative:
H10: additional manufacturer narrative: updated: b4, g3, g6, h2, h6

Manufacturer narrative:
Bioprosthetic tissue valves can deteriorate with time and eventually fail contributing to regurgitation and/or stenosis. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. The root cause of this event cannot be conclusively determined with the available information. However, the degeneration exhibited by the bioprosthetic valve in this case was most likely impacted by the progression of the patient's underlying valvular disease pathology with or without structural valve deterioration and/or nonstructural dysfunction. The subject device remains implanted and cannot be evaluated. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Product complaint report nr. (B)(4). Edwards received notification that a patient with a valve model 3300tfx21mm implanted in the aortic position was placed under consideration for an intervention due to severe structural valve deterioration leading to aortic stenosis and regurgitation after an unknown implant duration. The patient passed away. As reported, the patient was deemed too unwell by the surgeon to intervene. The patient was ventilated and sedated in ICU.